Event description:
The patient had been obtaining readings on his meter in the "200's." On 3/29, his morning blood glucose result was 139 mg/dl. He ate a sweet roll, 2 sandwiches and consumed a can of soda and subsequently began experiencing symptoms of right-sided weakness and chest tightness. He was transported to the hospital where a laboratory blood glucose result of 800 mg/dl was obtained. The patient was placed on an EKG and IV in the ER and later admitted to the hospital. The meter is cleaned incorrectly with alcohol and was out of calibration on 3/31, reading 23 and 25 outside of the labeled calibration range of 68-92.

Manufacturer narrative:
Co is unable to complete its investigation of the MDR incident listed above due to the fact that the meter was not returned to lifescan. Therefore co has not been able to evaluate the meter to determine whether or not a device malfunction may have contributed to this event. Batch record review indicates no non-conformances in the mfg process. At this point, co considers this matter closed.